Event description:
A coronary stent with delivery system was successfully advanced and deployed at the target lesion site in the pt's left anterior descending artery (lad). However, the placement of the stent was partiaaly overtapping the entry point to a major diagonal vessel. A 60% obstruction of the lad was observed along with reported "dog bone" characteristics. Subsequently, the stent was post-dilated to 16 atmospheres of pressure in an unsuccessful attempt to correct the "dog bone" appearance of the stent. Another guidewire and balloon catheter were advanced to the target lesion site in an unsuccessful attempt to re-cross the lesion and post-dilate the stent. Upon withdrawal of the guidewire and balloon catheter, the stent was inadvertently dislodged. Subsequently, the guidewire, balloon catheter and stent were retrieved from the pt as one unit without complication. There were no additional complications reported relative to this event.